Event description:
Stapler fired 4th out of 7 fires 60 gold load stapler, the staple load loose on one end the other end stayed firm, stomach tissue and staples caught in stapler had to be pried out, bleeding did occur at the staple line - no harm to the patient.